Manufacturer narrative:
Pump passed the self, sleep, current measurement, active current measurement, rewind, prime and seating, basic occlusion, occlusion, force sensor and displacement tests. The motor was tested outside of the device and passed. However, pump received with loud motor noise during rewind due to faulty motor. Pump error alarm during self test due to cracked solder joint on keypad assembly. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump motor makes a strange noise as if it is trying to hard. Customer's blood glucose was 252mg/dl at the time of incident. No further details given.